Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, reference (B)(4).

Event description:
A revision surgery due to the loosening of a screw was reported. The date of the revision surgery is unknown.

Manufacturer narrative:
The initial complaint notification reported a revision to remove a loose screw, medwatch report 1032347-2014-00062 was submitted. Medwatch report 1032347-2016-00005 was submitted when the explanted devices (1 plate and 11 screws) were received for evaluation. During the investigation and device evaluation, operative records and post operative images were provided which identified an additional revision surgery in which the plate and screws were explanted. The plate was voided from this complaint for the removal of the loose screw pertaining to medwatch report 1032347-2014-00062 and a new complaint file was opened for the removal of the plate and 10 screws, reference reports 1032347-2016-00232 and 1032347-2016-00233. Supplemental report two of two, reference 1032347-2014-00062-2.